Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen registered false clicks without user interaction. Customer's blood glucose was 140 mg/dl. Prior to troubleshooting with tandem technical support, it was reported that the issue was resolved. Customer continued to use the pump for insulin therapy.